Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy for middle and lower lobe pulmonary resection, while at the thoracotomy lung middle and lower lobectomy, the instruments were tried to be used for resection, but the excessive force mark appeared immediately after the firing. The firing was advanced, but the clamp cover stopped at the line at the graduation 5, they tried to release it, but it did not return. The staple line was incomplete at the distal. They pressed and held the green button on both sides to restart, but the knife did not return. The handle was removed from the adapter with the powered approach and re-attached, but it did not return. The manual adapter tool was taken out and an attempt was made to release it, but it was hard and did not move to the right. Another adapter and cartridge were taken at the discretion of the surgeon, connected with the same handle, and an additional resection was performed by stapling the surrounding tissue to resolve the unanticipated tissue loss and a permanent tissue damage. A part of it was dissected with another device, and they clamped the tissue together with the cartridge, which did not operate, then removed it to the surgical field. Seven staplers were used to perform vessel and pulmonary parenchyma without any problems. However, when the other reload was attached and the firing and resection were performed at the middle and lower lobe bronchial resection, the stapling was completed to the end, but it did not return to the original position, so the event recurred. The person in charge re-entered the room and tried restarting/powered approach, but it did not return. Returning it with the manual adapter tool was tried, but it was hard and did not move. Even so, the adapter tool turned it using the same method, but the root of the adapter tool got damaged. As the bronchial tissue had been completed to cut, the jaws were forcibly opened a little with forceps, and removed from the tissue of patient, then the device was removed to the surgical field. Since then, the surgery was completed by using another reload, handle, adapter and manual retract tool. When the sales representative checked with the surgeon later, the surgeon said, a big strange sound of click was heard at the beginning of the firing and at the completion of the firing when the second problem occurred. The surgical time was extended 30 minutes or more.

Manufacturer narrative:
Additional information: b5, d10, g1, g3, h3, h6 d10: egia60amt egia 60 artic med thick sulu(lot#n1l0201y); sig power sigadaptshort lin short adapt (sn: (B)(6); tri 2.0 sig60axt 60 xtra thk 15mm (lot#n1k0274y); sig power sigpshell control shell (lot#unknown); sig power sigphandle handle (sn:(B)(6); sig power sigmret manual retract tool (lot#c7e7402x) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a reload came attached to the adapter. Functionally, after disassembling the device, the j-hook was evaluated. There were def ormations present on the j-hook which are indicative of the user trying to remove the reload before the firing rod has returned to the proper home position. It was reported that after firing the device, there was resistance while attempting to retract the knife, and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws of the device remain closed on tissue, and the device initially fires, but failed to complete the firing cycle. The reported issues could not be confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy for middle and lower lobe pulmonary resection, while at the thoracotomy lung middle and lower lobectomy, the instruments were tried to be used for resection, but the excessive force mark appeared immediately after the firing. The firing was advanced, but the clamp cover stopped at the line at the graduation 5, they tried to release it, but it did not return. The staple line was incomplete at the distal. They pressed and held the green button on both sides to restart, but the knife did not return. The handle was removed from the adapter with the powered approach and re-attached, but it did not return. The manual adapter tool was taken out and an attempt was made to release it, but it was hard and did not move to the right. Another adapter and cartridge were taken at the discretion of the surgeon, connected with the same handle, and an additional resection was performed by stapling the surrounding tissue to resolve the unanticipated tissue loss and a permanent tissue damage. A part of it was dissected with another device, and they clamped the tissue together with the cartridge, which did not operate, then removed it to the surgical field. Seven staplers were used to perform vessel and pulmonary parenchyma without any problems. However, when the other reload was attached and the firing and resection were performed at the middle and lower lobe bronchial resection, the stapling was completed to the end, but it did not return to the original position, so the event recurred. Even so, the adapter tool turned it using the same method, but the root of the adapter tool got damaged. As the bronchial tissue had been completed to cut, the jaws were forcibly opened a little with forceps, and removed from the tissue of patient, then the device was removed to the surgical field. Since then, the surgery was completed by using another reload, handle, adapter and manual retract tool. The surgeon later on said that, there was a big strange sound heard of click at the beginning of the firing and at the completion of the firing when the second problem occurred. The surgical time was extended 30 minutes or more.